Manufacturer narrative:
H6; code 100: broken closure link. Facility experienced an event with the proximate access 55 articulating linear stapler while performing a low anterior resection. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972094. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: condition of anvil, condition of anvil shroud, condition of cartridge, condition of earmuff, condition of head, and rotation, good; condition of driver, good/sealed; firing lever position, and trigger position, open/unfired position; and staples present, yes. Functional tests & results: articulation, yes; closure force, na; and instrument cycled, no. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that "a loud crack was heard" during surgery was actually the breakage of the instrument's closure link. The instrument was received with a broken closure link and with the staples fully seated in the cartridge pockets. The instrument would not function as designed due to a broken closure link and no functional testing could be performed. No conclusion could be reached as to how this damage to the closure link may have occurred. Each instrument is evaluated during the assembly process to ensure that staples fire and form correctly. The instruments closure system may become damaged or compromised if the instrument is closed onto tissue or onto a hard object, such as bone, which is thicker than the recommendation for proper operation. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The instrument was used during a low anterior resection. It was report after mobilizing the sigmoid colon, the ax55g was placed around colon and closed. (White handle to white handle.) A loud crack was heard and it was noticed the jaws were still open. The surgeon then mobilized more of the colon and attempted a firing of a new ax55g with no problems encountered. Transection was complete. Upon review, the surgeon felt there was too much redundant tissue around the colon making it very difficulty to close the first instrument. There was to consequence to the patient.